Event description:
This is filed to report difficult to remove. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted cardiac sarcoidosis and calcification in the annulus on the p2 medial side with a bad valve connection. The first clip delivery system (ntw cds10902r280) was advanced to the mitral valve, and the clip was deployed. However, grasping both leaflets was difficult. A second cds (nt 10413r181) was advanced to further reduce mr. But then the nt clip became caught in the sub valvular tissue/chordae tendineae, and the clip could not grasp both leaflets. The posterior tip of the leaflet kept coming out of the clip. The steerable guide catheter was rotated and the clip was freed. The cds was removed with the clip attached, ending the procedure. One clip was implanted, reducing mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the reported leaflet grasping issue was due to patient anatomy. The cause of the reported difficult to remove from th anatomy could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.